Event description:
Report received of an overdelivery. The customer contact indicated that the pump was programmed to deliver 1700ml of tpn without lipids, at an unspecified rate with a 1 hour taper up, a 1 hour taper down and a 10 hour duration. The container volume was 1784ml. Forty three minutes prior to the expected completion, the bag was reportedly "empty" and the display indicated the total volume delivered was 1659ml. The pharmacist stated, the patient experienced shaking and tremors. The patient was treated with an unspecified amount of "juice". There was no reported adverse patient sequelae. Though requested, no further information was received.

Manufacturer narrative:
The device was received. Investigation is not complete.